Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of complaint history from (B)(6) 2015 to (B)(6) 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this trend category. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. A CAPA was previously initiated to investigate leakage on the commander delivery system. A crack/break on the balloon shaft proximal to the metal stop sleeve was previously observed on complaints. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for leakage was unable to be confirmed. There is insufficient information to determine if the observed leakage was related to the CAPA. A definitive root cause could not be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 valve, a leak at the handle of the commander delivery system was noticed. The valve was successfully implanted. At the time of the report the patient was stable.